Event description:
The field service engineer who was dispatched to the user facility for another event discovered that the site was using 3rd party batteries in the unit. There was no patient involvement. Manufacturer's ref #: (B)(4)

Manufacturer narrative:
Our field service engineer who was dispatched to the hospital for another event discovered that the batteries that were inserted in the ventilator were not manufactured and distributed by us. The batteries were replaced with the original batteries. The batteries that are used in the ventilator systems are smart batteries specifically designed for these systems. There is continual communication between the batteries and the system for the best performance of the system. There is a caution stated in the user¿s manual that only original parts from the manufacturer must be used. The use of counterfeit batteries that have not been tested and approved for use with the system may result in unforeseeable consequences that were not considered during design.